Event description:
Contact stated that the customer's blood glucose meter alarmed while the customer was sleeping. Reportedly, the pump had delivered 5 units of insulin unbeknownst to the contact. A finger stick showed blood glucose level of 27 mg/dl. Treatment was not reported.

Manufacturer narrative:
Results of device log review: on (B)(6) 2015 at 2:22am, a 5u food bolus was delivered to the patient. Carbs entered: 230g; extended bolus size: 100% (user took full dose at once); carb ratio: 23g/unit; total bolus requested: 10u. Prior to the bolus, the max. Bolus alert annunciated warning the patient that their 5u maximum bolus limit (which is programmed into the timed setting within the active idp) had been reached. The user did not override the bolus size and delivered the bolus. Per the t:slim pump user guide: "the t:slim insulin delivery system is intended for the subcutaneous delivery of insulin, at set and variable rates, for the management of diabetes mellitus in persons requiring insulin, for individuals 12 years of age and greater".